Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. As reported, the patient's hernia was repaired with a large oval bard/davol composix kugel patch (reference number 0010202 and lot number 43dpd314). On (B)(6) 2008: the patient underwent surgery to remove the previously placed composix kugel mesh and repair the recurrent hernia. It is alleged that the composix kugel hernia patch used in the patient's hernia repair surgery was defective, resulting in much pain and suffering and was injured severely and permanently.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. As reported, the patient's hernia was repaired with a large oval bard/davol composix kugel patch (reference number 0010202 and lot number 43dpd314). (B)(6) 2008: the patient underwent surgery to remove the previously placed composix kugel mesh and repair the recurrent hernia. It is alleged that the composix kugel hernia patch used in the patient's hernia repair surgery was defective, resulting in much pain and suffering and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel patch. Per operative notes, ¿the omentum and bowel contents were completely reduced from the hernia cavity. A composix kugel patch was placed on the anterior abdominal wall, tacked, and sutured.¿ (B)(6) 2008 - patient was diagnosed with right lower quadrant abdominal mass, fibrosis, pain, adhesions, inflammation and scarring thereby underwent abdominal hysterectomy with bilateral salpingectomy and removal of old mesh. Per operative notes, ¿a large foreign body seemed to run continuous with the mass that could be perceived in the right lower quadrant abdominal wall. The omental peritoneal adhesions were lysed. Dissection was made in the retroperitoneum, a large circular mesh that had been used for the repair was noticed and this area was clearly folded back on itself several times during dissection. The mesh in its entirety was removed. Small serosal abrasions were noted and identified a periumbilical hernia that was inferior and left of the umbilicus itself. The amount of adhesions that had been involving the right fallopian tube and the dome of uterus had been directly adhered to the mesh. The damage from the mesh was noted, an abdominal hysterectomy was performed. The fallopian tubes were removed as well, and the abdominal closure was performed using sutures.¿ attorney alleges that the patient had adhesions, other organ perforation, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that the patient had muscle damage and damage to uterus resulting in hysterectomy and removal of fallopian tubes.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records, about 2 years post implant of mesh ¿ composix kugel, patient was diagnosed with hernia recurrence, adhesions, fibrosis, inflammation, scar and abdominal pain thereby underwent removal of the mesh. Per op notes, ¿a large circular mesh that had been used for the repair was noticed and this area was clearly folded back on itself several times during dissection.¿ the instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.